Event description:
(B)(6) technician stated that the tdxsiv-hd pwer chair was allegedly pulling drastically to the right and the leg rests were allegedly just hanging. He assessed the unit and ordered parts for repair, left and right motor/gearboxes and the hub is being replaced due to it seizing up. No injury alleged. (B)(4).

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsiv-hd, serial number/date code (B)(4) is approximately 9 months old. The owner's manual part number 1154294 rev h (jun-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.